Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a splitting headache, blurred vision, weakness, and was unable walk or stand without feeling they were going to pass out. The patient presented to the emergency department. Their international normalized ratio was 2.9. During the emergency room visit, the patient received multiple blood products to treat anemia secondary to gastrointestinal bleeding. The patient required esophagogastroduodenoscopy to look for the source of the bleeding but no source could be found.

Manufacturer narrative:
A previous gi bleed event has been reported for this patient under MFR #: 2916596-2022-15238. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.